Event description:
At present, when (B)(6) uses the 2000e connector with batch number 24025030 and 24026417, the feedback from each department used is that the joint does not drip liquid, or it needs to be repeatedly rotated and connected by the infusion set or it needs to be opened with a cotton swab before it can be used, and the complaint sample was mailed back to the company, and the test result said that the injection amount of fluorosilicone was not enough.

Manufacturer narrative:
Additional information in section b. Investigation result: no 2000e china sample was available for investigation. The customer reported that the affected samples were from lot 24025030 & 24026417 and that they "opened the packaging of the 2000e and followed the instructions on the intravenous catheter. When connecting the infusion set to start infusion, I found that the connector was not connected. Some need to be opened with a cotton swab before they can be used. When using bd pre-filling, it also cannot be pushed." As part of the investigation, the customer provided multiple videos of the affected samples. Analysis of the videos, confirmed that even when connected to a bd branded syringe, the smartsites were occluded and the syringe could not be pushed. The details of this feedback were forwarded to the manufacturing site for investigation. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation; however previous investigations have identified that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston of the smartsite during the assembly process; fluorosilicone is used as a lubricant within the smartsite to ensure the consistent opening of the piston when the smartsite is activated, and an insufficient amount may cause a temporary occlusion. They confirmed that the incorrect amount of fluorosilicone was likely due to a fault within the assembly machine during manufacture of the affected smartsite. A review of the production records for lot 24025030 & 24026417 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definitive root cause for this issue, since the manufacture of the reported lot, the automatic assembly machine has been repaired to ensure the fluorosilicone is being correctly dispensed into each smartsite; furthermore at the start of the assembly process the manufacturing operative will continue to measure whether a sufficient amount of fluorosilicone is being injected. The quality team at the manufacturing site has been informed of this report and will continue to monitor the incoming feedback and remain vigilant to issues of this nature during future production. A review of the customer feedback database indicates that reports of this nature against products in the smartsite product family are rare and have been occurring at a low frequency within the last 12 months.

Event description:
No additional MDR

Manufacturer narrative:
Annex codes changed as the sample was returned for investigation. Investigation result: five 2000e china samples were received for investigation; four of the samples were received without packaging, and one was received in opened packaging from lot 24026417. No connecting product was available to aid the investigation. The customer reported that the affected samples were from lot 24025030 & 24026417 and that they "opened the packaging of the 2000e and followed the instructions on the intravenous catheter. When connecting the infusion set to start infusion, I found that the connector was not connected. Some need to be opened with a cotton swab before they can be used. When using bd pre-filling, it also cannot be pushed." As part of the investigation, the customer provided multiple videos of the affected samples. Analysis of the videos, confirmed that even when connected to a bd branded syringe, the smartsites were occluded and the syringe plunger could not be pushed. The returned samples were subjected to functional testing by priming and flushing using a 50ml bd plastipak syringe. Three of the samples were successfully flushed without any issue, one was occluded at first but cleared after the second attempt, and the final one remained occluded. The details of this feedback were forwarded to the manufacturing site for investigation. Following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion at the smartsite of this nature. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston of the smartsite during the assembly process; fluorosilicone is used as a lubricant within the smartsite to ensure the consistent opening of the piston when the smartsite is activated, and an insufficient amount may cause a temporary occlusion. They confirmed that the incorrect amount of fluorosilicone was likely due to a fault within the assembly machine during manufacture of the affected smartsite. A review of the production records for lot 24025030 & 24026417 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Since the manufacture of the reported lot, the automatic assembly machine has been repaired to ensure the fluorosilicone is being correctly dispensed into each smartsite; furthermore at the start of the assembly process the manufacturing operative will continue to measure whether a sufficient amount of fluorosilicone is being injected. The quality team at the manufacturing site has been informed of this report and will continue to monitor the incoming feedback and remain vigilant to issues of this nature during future production. A review of the customer feedback database indicates that reports of this nature against products in the smartsite product family are rare and have been occurring at a low frequency within the last 12 months.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite needle-free valve was occluded. The following information was provided by the initial reporter, translated from chinese to english: I opened the 2000e package and connected the infusion set to the indwelling needle. I found that the connector was blocked. Some of them needed to be pushed open with a cotton swab before they could be used. When using bd prefill, it also could not be pushed.